Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The patient was hospitalized for the event. On an unreported date, the patient started treatment with fortaz intraperitoneally (ip) (dose and frequency not reported) for peritonitis. No additional information was available at the time of this report.